Event description:
It was reported that during a gastrectomy procedure, the device could not be fired and the jaw would not open at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Results and conclusions: damaged firing trigger teeth. Evaluation summary: the analysis showed that the device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. No additional functional testing was performed as the firing mechanism was found damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. A batch record review was performed and no anomalies were found during the manufacturing process.